Event description:
It was reported that during an unspecified procedure in an unknown vessel, the physician was unable to implant the wallstent, due to it becoming stuck on the amplatz guide wire. Patient status is unknown. Additional information regarding this event has been requested.